Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products (reported): 00598003701, nexgen stemmed tibial component precoat size 3, lot# unk; unk, nexgen stem, lot# unk; unk, nexgen femoral, lot# unk; unk, nexgen articular surface, lot# unk.

Event description:
It was reported the patient underwent a knee replacement. Subsequently, the patient required emergency surgery on an unknown date due to sepsis and cellulitis.